Manufacturer narrative:
The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, the sequence of events reported by the consumer do not align with the time and date details stored in the meter history. Failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The customer returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Event description:
Consumer called in reporting high blood glucose readings she got while using her nova max link meter. (B)(6). Consumer stated she had a 'stomach ache' and 'felt dizzy' after the last blood glucose, and she drank low sweetened tea which made "her feel better."